Event description:
It was reported that stent damage occurred. The target lesion was located in the left coronary artery. A 16 x 3.50mm promus premier drug eluting stent was selected for use. However, it was noted that the stent was deformed. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left coronary artery. A 16 x 3.50mm promus premier drug eluting stent was selected for use. However, it was noted that the stent was deformed. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 16 x 3.50mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of distal stent damage. The undamaged crimped stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.